Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 8 months. The device was returned for analysis. Evaluation is not complete. No additional information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented with acute left sided paralysis, neglect and disturbances to vision. CT scan of the head showed a large intraparenchymal hematoma with midline shift. Anticoagulation was reversed with vitamin k and fresh frozen plasma (ffp) and neurosurgery was consulted. The patient was admitted to the intensive care unit (ICU) for monitoring and blood pressure control. Very soon after arrival in ICU, the patient had a sudden change in mental status, becoming unresponsive and nihss increasing to 37. A head CT confirmed progression of hemorrhage. The patient expired that same day of intracerebral hemorrhage. No further information was provided.

Manufacturer narrative:
No device-related issues were identified through the evaluation of the left ventricular assist system (lvas) and a direct correlation to the reported hemorrhagic stroke could not conclusively be established through this evaluation. The pump was returned assembled with the driveline (dl) cut approximately 6.75 inches from the pump housing and the distal portion was not returned. The sealed inlet elbow was returned attached to the pump's inlet port with the flex section severed medially. The proximal end of the flex section and the inlet tube were not returned. The sealed outflow conduit (outflow graft, outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port. The outflow graft bend relief collar was sutured in place around the outflow graft nut. Examination of the outflow graft and outflow cannula attachment revealed depositions of loosely coagulated blood. Examination of the blood-contacting surfaces of the device upon disassembly also revealed depositions of loosely coagulated blood within the inlet and outlet stators and on the body of the rotor. Although a root cause for the presence of the observed depositions could not conclusively be determined through this evaluation, the account reported that the patient experienced an intracerebral hemorrhage. The observed depositions lacked laminated layering and structure and were loosely seated, suggesting that they resulted from blood remaining stagnant within the device post-explant. No adhered or developed depositions or thrombus formations were found within the returned device. Upon removal of the depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.